Event description:
A malfunction was reported by the caller concerning the tandem pump, indicated by malfunction code 199. There was no adverse impact to the customer's blood glucose level. The caller did not report any notable events leading up to the malfunction. Technical support provided information on resetting the pump and assisted the caller in performing the reset. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump and to contact support if any issues reoccur.